Event description:
It was reported during in clinic follow up that the lead exhibited failure to capture and high pacing impedance. Fluoroscopy was performed and the lead didn¿t show any physical defects. The lead was capped and replaced on (B)(6) 2024. The patient was stable and asymptomatic.